Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found needle hub separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the adhesive anomaly due to the sensor was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor is broken. The customer's blood glucose level was unknown. The customer states the hub assembly is not inside serter. The customer was advised that the sensor would be replaced and returned for analysis.